Event description:
It was reported "cartridge doesn¿t give me the full 300 unit capacity like stated". There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.